Manufacturer narrative:
Follow-up # 1: date of submission: 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 9/22/2017 with the following findings: a review of the pump¿s black box data history showed multiple unexplained pump reboot events. During a visual inspection of the pump, it was observed that the battery compartment was cracked but the returned battery cap was undamaged and able to fit securely to the pump. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. There was evidence of moisture corrosion observed in the battery canister. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no power issues occurring therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The pump¿s cover was removed and there was no further moisture corrosion to the continuous glucose monitoring module or the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that there was moisture in the battery compartment and it was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Correction to additional manufacturer narrative. The following information should be included in the investigation narrative: the allegation of the pump damage was duplicated.